Event description:
Failure code 812:02. Additional information: per biomed, the pump came to biomed department from the clinical floor. There were no reports of failure code 812:02 occurring during patient use.